Manufacturer narrative:
The device was returned to olympus for evaluation. A visual and microscopic inspection was performed on the received device and found the needle in the distal end broken. The broken needle portion was not returned for evaluation. The suspected missing needle portion measured approximately .590¿. The needle adjuster, sheath adjuster knob and connector were found to be in the locked position. The needle adjuster was unlocked and the needle was able to extended and retracted within the sheath with slight resistance. The insertion portion of the needle was inspected for kinks or bends with no anomalies found. Based on similar reported events, the most likely cause for the reported phenomenon can be attributed to excessive force applied during use. The instruction manual provides the user several warnings in the cautions and warnings section to prevent damage to the needle. ¿do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. Do not force the instrument if resistance to insertion is encountered. Reduce the angulation of the endoscope until the instrument passes smoothly. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument. If you feel excessive resistance while operating the needle adjuster lever, release the needle adjuster lever once and fix it again. Otherwise, it could damage the needle adjuster lever and patient injury, such as perforation, bleeding, or mucous membrane damage could result.¿

Manufacturer narrative:
The was returned to olympus for evaluation and is pending investigation. The cause of the reported event cannot be determined at this time.

Event description:
The user facility informed olympus that during an endobronchial ultrasound (ebus) procedure, the vizishot aspiration needle tip separated from the sheath and became stuck in the patient's cartilage. The ebus scope was withdrawn from the patient and a bronchoscope was inserted. The device fragment was retrieved using the bronchoscope and a snare. There was minor bleeding observed. The intended procedure was completed with a similar device. There was no patient injury reported.